Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation. Without the device, visual inspection, functional testing and dimensional testing could not be performed. Review of the provided case imagery revealed struts on the valve were bent outwards from the valve. The 3mensio report indicated the right vessel had a pre-existing stent and calcification was present. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the review of the provided case imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. A s reported, 'during a transfemoral tavr procedure, some resistance was encountered during the advancement of a sapien 3 ultra valve through the esheath, resulting in the valve and delivery system going through the sheath. Perforation of a pre-existing abdominal aortic aneurysm (aaa) occurred due to the manipulation of the devices, resulting in the patient death'. Per imagery review, the patient had a previously deployed vascular device (pre-existing stent), and calcified access vessel. The presence of calcification and stent can create a challenging pathway during delivery system insertion through the sheath and lead to resistance and high push force. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that the valve strut caught within the sheath during the delivery system advancement. So, if excessive force was applied to overcome the resistance, it could result in bent strut. These patients and/or procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such, available information suggests that patient factors (calcification/pre-existing stents) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03642 and manufacturer report no: 2015691-2021-03956.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03642.

Event description:
Resistance was encountered during the advancement of a sapien 3 ultra valve through the esheath, resulting in the valve and delivery system going through the sheath liner. During withdrawal, the valve frame was damaged and the valve was dislodged from the balloon. As reported, during a transfemoral tavr procedure, some resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through the 14fr esheath. When the image intensifier was moved to view the location of the delivery system, it was observed to be 'coiled' (doing a 360) outside of the sheath. It was also noted that the delivery system was very close to the aaa. At this time the patient's blood pressure dropped significantly, and it was determined that the delivery system had perforated the aaa. An attempt was made to withdrawal the valve and delivery system back into the sheath. The valve was not able to be pulled back into the sheath and the attempts resulted in the valve being dislodged from the delivery system balloon and left in the aorta. An endovascular aortic repair with a bifurcated graft was performed. This excluded the tear and the valve into the aneurysm and outside of blood flow. At the time of the report, the vascular surgery was completed; however, there was concern of the risk of abdominal compartment syndrome due to the amount of blood that flowed out of the aorta and into the belly. Additional information was received that the patient expired the night of the procedure. The exact cause of death was not provided.